Event description:
It was reported that a patient underwent a balloon kyphoplasty procedure (bkp) at l1 to treat a compression fracture. The patient reportedly complained of "recurrence of pain about 1 week after the surgery". X-rays were taken approximately 73 days post-op due to worsening of the pain. The x-rays "showed the displacement of the cement to inferior adjacent level vertebra". The physician commented that "the displacement occurred due to adjacent level vertebral fracture or the cement was moved due to adjacent level vertebral fracture following something force was applied to the cement."

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Although it is unknown if any of the device contributed to the reported event, we are filing this MDR for notification purposes.